Manufacturer narrative:
Patient weight unknown/not provided

Event description:
The doctor reported that during a procedure on (B)(6) 2017, the healing abutment (hc455) did not screw into the implant in tooth position # 20. The doctor could complete surgery by using another healing abutment.

Manufacturer narrative:
The zimmer dental healing collar was returned for inspection. Visual inspection revealed wear about the collar and the threads. The hex head was also slightly worn, but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The root cause could not be determined for this complaint as the mating implant was not returned for inspection and evaluation. The complaint is therefore non-verifiable. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.